Event description:
It was reported that in 10/a1995, pt underwent left total knee replacement due to osteoarthritis. Pt did well until september of 2000 when they began experiencing increased pain secondary to trauma to the knee. In 11/0, pt underwent diagnostic arthroscopy which revealed wear on the tibial articulating surface. As a result, during this procedure, the tibial articulating surface was removed and replaced using another unidentified zimmer tibial articulating surface.

Event description:
It was reported that in 1995, pt underwent left total knee replacement due to osteoarthritis. Pt did well until september of 2000 when they began experiencing increased pain secondary to trauma to the knee. In 2000, pt underwent diagnostic arthroscopy which revealed wear on the tibial articulating surface. As a result, during this procedure, the tibial articulating surface was removed and replaced using another unidentified zimmer tibial articulating surface.